Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected device lot. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations in the longer exhaust tube and inlet tube of the pump, along with the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Two separations were noted in each cylinder bladder. Testing revealed these to all be sites of leakage. Microscopic examination of the surfaces revealed uniform striation, indicating contact with sharp instrumentation. Microscopic examination revealed the detachment end of the shorter exhaust tube of the pump and exhaust tube of cylinder 2 to have rough and irregular ends, indicating stress was exerted. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that while in-vivo the pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress on the shorter exhaust tube at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a clear tube break located by the pump was reported. The device was explanted and replaced with another inflatable device. The device was damaged to facilitate explant.